Event description:
Arietta 70 ultrasound scanner (manufactured by another company) used with eg36-j10ur. During this case the image orientation was set at a semilunar image with top screen orientation. Suddenly, without any input the image changed orientation to semilunar image at bottom screen. The physician repeatedly attempted to return to image orientation previously set however, the touch screen was unresponsive to his selections. Description of any actions taken:the decision was made to power down the scanner and begin the set up process over. The scanner issue persisted and the rest of the case was completed under this less than desirable orientation. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the parts in the arietta70 (manufactured by another company). This device is not marketed in us, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. Serial number is unknown. Device was not available for evaluation because it's the only eus scanner they have. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This report was incorrectly submitted. It is submitted as 9610877-2021-10620.